Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient¿s grandmother contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to another device (back-up onetouch verioiq). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter advised that the alleged inaccuracy issue began 1 week prior to contacting lfs. The reporter claimed obtaining blood glucose readings of ¿84 and 217 mg/dl¿ with the subject meter and ¿81 and 200 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these blood glucose results falls within lfs¿ criteria for accuracy. The patient¿s diabetes is managed with a controlled diet and insulin (humalog throughout the day, unspecified dose and novolog, 5-10 units at night) and the reporter advised that in response to the alleged issue, both she and the patient¿s mother continued to administer the patient with his usual dose of insulin based on a sliding scale. The reporter denied that the patient developed symptoms as a result of the alleged issue but advised that his blood glucose has ¿gone low¿, that he has ¿looked funny¿ and that they have had to then give him sugar. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
"On (B)(6) 2016, the lay user/patient¿s grandmother (who is a nurse) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to another device (back-up onetouch verioiq)."